Manufacturer narrative:
Hamilton medical ags reference: (B)(4); hamilton medical ags conclusion:

Event description:
Hamilton medical ag received the following event description (summary): it was reported that the ventilator experienced ambient-condition-related technical errors during ventilation. No additional device was required, no patient harm occurred. The investigation to verify the allegation is still in progress.